Manufacturer narrative:
And the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported they experienced hypoglycemia, exhaustion, and "thought they lost consciousness." The customer was unable to self-treat and was given oral glucose by a third party. There was no report of death or permanent impairment associated with this event.